Event description:
The size 6 attune rp articulating surfaces are missing springs.

Manufacturer narrative:
Additional narrative: the investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. A complaint database search on the provided product code family identified similar complaints. Previous similar investigations found damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing causing damage and or the balseals to disassemble from the trial. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.